Event description:
It was reported that the suture broke post-op. Initial surgery took place on (B)(6) 2013. A revision surgery was performed on (B)(6) 2013 to remove the broken suture. On (B)(4) 2014, additional information was provided: the (first) revision surgery performed in (B)(6) 2013 was finished using a mini tightrope (lot 08627) and all possible sharp bone edges were smoothened/abraded. At the first follow-up visit on (B)(6) 2014, which was 7 weeks post-op, the patient was doing fine and no abnormalities could be found. The patient was wearing a special thumb bandage for the time until follow-up visit. On the 2nd. Follow-up visit on (B)(6) 2014 the patient claimed a feeling of subluxation and then further investigation confirmed a re-occurred instability of the cmc joint. The surgeon has no explanation how this could have happened again.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the returned suture strand is still attached to the oblong button. Several scratches can be seen on the button. No sharp edges observed on the returned button's suture hole. This type of event is typically caused by applying excessive force on the shortening strands, nicking the suture with another instrument and/or fraying from sharp edges of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.